Event description:
It was reported that the deep brain stimulation (dbs) patient received the elective replacement indicator (eri) message on the remote control and the physician believes the implantable pulse generator (ipg) longevity was shortened. Therefore, the patient underwent a revision procedure during which the primary cell ipg was replaced. The patient has fully recovered postoperatively.

Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <nhl>. The ipg has not returned for analysis; therefore, a technical analysis could not be performed. However, it was confirmed the ipg met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the event. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the instructions for use (IFU) confirmed that the eri message will appear when the battery nears its end of life and the stimulator must be replaced to continue receiving stimulation. Based on a thorough review of the reported complaint boston scientific concluded that the probable cause of the event was unable to be established.